Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), product type: lead. Product ID: 977a260, serial #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-dec-2021, UDI #: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 14-dec-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient did not report therapy concern related to positional movement. Patient reported no pain relief (lower back and both legs) since implant and about two months ago it was determined that the leads had migrated so patient was scheduled for revision surgery. Patient had revision surgery three weeks ago today. The programs were added and he had his follow-up appointment last week. When asked, patient said that he still hadn't experienced any improvement in the pain coverage. No further complications were reported.